Event description:
It was reported that during implant the right ventricular lead would not hold in the right atrium. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) : no anomalies found. There was blood in/on helix mechanism. Full lead returned and analyzed.